Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded two signal artifact monitoring (sam) events on the same day. The patient also reported hearing beeping the day before the events. Technical services (ts) was consulted and found no indication of faults or status that would cause beeping. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received, and beeping tones were exhibited again. High out of range right atrial lead impedance measurements above 3000 ohms were noted. The system was reprogrammed and beeping tones were still exhibited. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded two signal artifact monitoring (sam) events on the same day. The patient also reported hearing beeping the day before the events. Technical services (ts) was consulted and found no indication of faults or status that would cause beeping. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received, and beeping tones were exhibited again. High out of range right atrial lead impedance measurements above 3000 ohms were noted. The system was reprogrammed and beeping tones were still exhibited. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.